Manufacturer narrative:
Conclusion: the complaint is confirmed for a leak. After evaluation the cause of this complain could not be determined. The manufacturing process was reviewed, and no abnormalities were shown that could lead to the defect. Even though, it was not possible to confirm the potential root cause, product event notification and awareness was given to the production personnel about the implications and consequences that the reported defect has on the field. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file process failure mode, effects, and criticality analysis (pfmeca) document indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects because of this incidence. Medtronic will continue to monitor for future occurrences and trends for this device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual inspection showed a mark on the tubing highlighting the location of the leak. Pressure integrity testing was performed, 0.5 lpm with 23 psi, (1189 mmhg) of backpressure for 10 minutes. During the pressure integrity test there was a leak observed at the tubing connection identified. The reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the cardioplegia set was leaking at the glued connection site, the distal connection closest to the hemoconcentrator. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer did not observed any visible air and that the system had positive pressure while priming. The customer stated that there were no damage noted out of the box or while priming. The customer suspected that the glue did not seal for some reason at the eye.